Manufacturer narrative:
On previously submitted report, section describe event or problem was incorrect. It should be - the manufacturer previously reported receiving information alleging a ventilator was alarming for fio2 sensor. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's fio2 sensor was replaced, and the device was recalibrated to address the issue. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.

Manufacturer narrative:
H3 other text: third-party service center.

Event description:
The manufacturer received information alleging a ventilator was alarming for fio2 sensor. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's fio2 sensor was replaced, and the device was recalibrated to address the issue.